Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, their right ventricular lead exhibited lead noise, elevated lead impedance and decreasing sensitivity. Isometrics were performed but no noise could be reproduced. The possibility of a lead issue was discussed. Programming changes were made and the patient would be monitored.